Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with a flextome cutting balloon dilatation device. There were no patient complications reported.